Event description:
It was reported that an intravenous (IV) administration set was loaded into a pump. It was primed while not on the pump and fluid was noted coming out the end of the tubing. The pump was on a patient and it was noticed hours later that the epidural bag was still full per the provider. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no obstructions, damage, broken, or other defects in none of the joins of the product. Functional testing, the sample was set for priming, then was set for running. No discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated, thus, the failure mode reported is not confirmed. No other analysis was performed. No fault was found. The root cause cannot be determined since the complaint was not confirmed. No corrective actions were required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).